Event description:
It was reported that bleeding occurred postoperatively to a gastric procedure. The surgeon stated that the suture line was dry, with no bleeding observed at the completion of surgery, and clips were placed as a precaution. Per protocol, the team performed serial hematocrit monitoring. The patient experienced a 15-point hematocrit drop, and imaging confirmed bleeding. The patient remained stable, did not require reoperation, but required transfusion. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2026. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? Was there bleeding at the initial procedure? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was a leak test performed? If so, what type and what was the result? What imaging was used to confirm the bleeding? What was the source of the bleeding? Please provide a timeline of events. Are there any pictures available for evaluation? Additional information was requested, and the following was obtained: per the sales rep: I¿m sorry to communicate that I don't have more information about this case. I wrote to the surgeon about this but he never answered, and the case came to me trough maf who send me the information. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.